Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient experienced pain and valgus knee. A revision is planned to implant a custom knee that will correct the valgus condition.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and valgus knee. The tibial bearing was replaced with a custom bearing to address the valgus condition.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "valgus-varus deformity."

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to pain and valgus knee. The tibial bearing was replaced with a custom bearing to address the valgus condition.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.